Event description:
N/a.

Manufacturer narrative:
Updated fields b4, g3, g6, h2, h6 type of investigation, investigation findings, component codes, investigation conclusions, h11 . No decon or visual inspection performed since product was not returned and could not be evaluated. A customer contacted the emergency support program regarding issues with a cs300 iabp that continued to display low helium alarms despite having a brand new helium tank installed. This resulted in the creation of two complaints (B)(4) for the pump and (B)(4) for the catheter. Talon, the director of nursing, explained that the alarms persisted, and during troubleshooting the system transitioned to an autofill failure alarm. The bedside team, including an or nurse, confirmed that there was no blood in the helium tubing and no visible kinks, bends, or restrictions. Attempts to troubleshoot were limited due to a chaotic environment in the patient¿s room, and the call was ended abruptly so the team could prioritize patient care. When talon returned the call later, he explained that the facility was an outpatient same day surgical center and that the cs300 pump had been purchased used through a third party vendor. The service history of the pump was unknown, and the facility did not have the patient or catheter details needed for full documentation. Due to the pump malfunction and lack of a replacement, they cancelled all surgeries until a functioning unit could be obtained. Rental contact information was provided, and talon expressed appreciation for the assistance. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, the most likely root cause is a malfunction of the used cs300 pump due to inadequate maintenance or an unknown service history, resulting in internal autofill or helium system failure despite the presence of a full helium tank. The reported failure cannot be confirmed and cannot determine a root cause due to the product not returned. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100 percent inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported through an emergency support program that the sensation plus 8fr. 50cc iab had low helium on a cs300 during use. Customer stated they had a brand-new helium tank, and they were still receiving an alarm. During troubleshooting, the alarm went off and it was an autofill failure alarm. Customer and the other bedside team members denied any blood present in the helium tubing. They denied any kinks, bends, or restrictions in tubing as well. Esp personnel attempted troubleshooting but another bedside team member who stated she was an or nurse, said it was not a helium issue. Customer was unable to visualize any kinks, bends, or restrictions. The facility did not have another pump available. Troubleshooting was difficult due to the chaotic environment of the room. Esp personnel made multiple attempts to work through the issue and explain the nature of the alarm. Customer informed me that the transport team was there, and they also did not have a pump. Customer ended the call abruptly to prioritize patient care. Esp personnel called customer back after an hour to obtain complaint information but received no answer. Esp personnel texted customer with a request to call me back when he was able. Customer called me back at 3:51 pm and explained that they were an outpatient surgical center and had purchased a used cs300 through a 3rd party. He was unsure of the history of the service or service contract, if any, for the pump. Customer was unable to provide me with patient demographics or catheter information needed. Customer said they were cancelling all surgeries until they could get a functioning pump in the facility. There was no patient harm or injury.